Event description:
It was reported that the patients pre-existing pain returned. Imaging displayed that the indirect decompression spacer had migrated posterior. The patient underwent a revision procedure where the device was correctly repositioned deeper. The patient was doing well postoperatively.

Event description:
It was reported that the patients pre-existing pain returned. Imaging displayed that the indirect decompression spacer had migrated posterior. The patient underwent a revision procedure where the device was correctly repositioned deeper. The patient was doing well postoperatively.